Event description:
It was reported that a shaft break occurred. The moderately tortuous and calcified chronic total occlusion (cto) was located in the peripheral artery. A 2.4 mm jetstream xc catheter was selected to treat the patient's peripheral artery disease (pad). During the procedure, the 2.4 mm jetstream xc catheter failed to advance due to a tight bifurcation. The 2.4 mm jetstream xc catheter kinked and the infusion sheath broke. An alternate device was used to complete the procedure. There were no patient complications as a result of this event.